Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6), implanted: (B)(6) 2021. Product type: lead. Correction: section a2 and the initial reporter's last name in section e have been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 31-aug-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient reported that they were under the assumption that the implant would work for 9 years, and the implant worked for about 2 years and a few months. Patient asked if the implant could be replaced since it didn't work for as long as it should have. Patient stated that when the doctor put the implant in, they only put it in the left side and they could not get it right so it was "downhill from the start". Patient mentioned that they had x rays, and the leads were not broken away from the beginning of the implant. Patient stated that they can't get the ins to recharge and "nothing was working" . Patient added that a representative checked their devices and said that there was sheathing on the leads and didn't work and the "rep just walked away". Patient said that the healthcare provider sent them to a neurosurgeon in west virginia who said that if it wasn't working then it needed to be explanted and mentioned that the facility did not take insurance. Patient stated that they do not want to pay for anything if it needed to be explanted. Patient asked if leaving the ins in there body would cause any harm. Agent confirmed that there's no anticipated harm that would cause in leaving the ins in their body. Patient confirmed that they do not notice any discomfort from the ins. Agent reviewed information about explant and implant analysis options. Patient stated that it should be replaced because it did not last as how it was supposed to and they are disabled because of this device. Agent sent an email to patient relations to further assist the patient with their concerns. Agent updated patient's last name and phone number.